Event description:
It was reported that, "dall miles cable set-single sided green tensioner, under tensioned-green body starts to spin."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If device or add'l info becomes available, it will be submitted in a supplemental report.